Manufacturer narrative:
Evaluation of the pump confirmed the presence of thrombus. However, a cause for the reported power elevations could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline severed approximately 8.25 inches from the pump housing and the distal portion was not returned. Upon disassembly, visual inspection of the blood-contacting surfaces revealed a small, tissue-like deposition was observed on the proximal side of the outlet stator. The deposition was loosely seated and did not reveal any evidence of denaturation to indicate that it was present during pump operation. The deposition's lack of laminated layering suggests that it did not develop at this location, however, the origin of the deposition could not be conclusively determined. Examination of the rotor body did not reveal any concentric contact marks to suggest that the deposition was present during device support. The deposition is unlikely to have created additional resistance on the spinning rotor, thus potentially contributing to the report of elevations in pump power. The remaining blood-contacting surfaces did not reveal any additional thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported on (B)(6) 2017 that the patient developed left flank pain two nights prior and experienced hematuria. There were also persistent pump power elevations, resulting in the external batteries depleting faster than expected. The patient was treated with heparin and tirofiban while an inpatient. It was reported that the lactate dehydrogenase was stable. The patient was listed as 1a and received a transplant on (B)(6) 2017. The lactate dehydrogenase ranged from 340 u/l on (B)(6) 2017 to 335 u/l on (B)(6) 2017, to 266 u/l on (B)(6) 2017. No additional information was reported.